Event description:
It was reported that the system controller was exchanged due to overheating and a yellow wrench alarm. The patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.